Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor presented an error 333. The issue occurred during set up before patient in room. There were no reports of patient involvement.

Event description:
No change to customer event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the touch panel blacked out and also a circuit board failure a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the circuit board malfunction has been observed, it is presumed that the phenomenon touch panel blacked out occurred due to circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.